Event description:
Pt received an ICD at another facility in (B)(6) 2003. On (B)(6) 2004, pt referred for ICD testing after receiving several discharges. Testing on (B)(6) 2004 showed probable malfunction. Pt taken to ep lab for fluoroscopic and visual eval of the unit and leads. No obvious problem identified and it was assumed that the problem was with the interface between the ventricular lead and the device head (set screw), which was tightened. Post eval testing completed. On (B)(6) 2004, pt re-admitted with continued problems with ICD discharges. Pre-interrogation testing completed. There was tenting of can during removal of device at removal and the rv lead was found to have visible damage of the paced-sensed portion of the trifurcated ICD lead.